Event description:
The surgeon reported that a system message displayed while cutting the nucleus during the sixth surgery of the day. The surgery was delayed for 1.5 hrs while another system was brought to finish the case. Additional info received confirmed a system message displayed and surgery was aborted. The viscoelastic and nucleus lens fragments could not be removed because the system was down. The eye was patched while a system was brought to complete the case. The surgery was resumed and the surgeon could only remove some nucleus lens fragments because severe corneal edema was noted.

Manufacturer narrative:
The system primed and tuned with no problems noted. No extension cord was used to connect the system to the power source. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable info becomes available. This report was mailed to FDA on: 04/30/2009.